Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis will be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unknown point during the implant of this transcatheter bioprosthetic valve, a perforation in the right groin occurred, which required a cut down. At the end of the procedure, cold leg was reported. The patient required surgery 2-3 hours post valve implant to repair the femoral artery. The patient lost their leg following the surgical repair. According to the physician, the cause of the perforation was the non-medtronic (perclose) closure device and the patient's pre-exisiting chronic iliac disease. It was reported that the right side was used for delivery catheter system (dcs) access and it is unknown if the dcs contributed to the injury. No additional adverse patient effects were reported.